Manufacturer narrative:
Device analysis report attached. This report is submitted on may 30, 2023.

Event description:
The device was explanted on (B)(6) 2023 due to poor performance. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 05, 2023.